Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The distributor reported the display screen was blank/segments missing/ faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was powered on and the display screen appeared blank. The pump made audible tones and vibrations upon start up. The pump case was opened and the display was found to be cracked. When replaced with a test display, the screen functioned properly.